Manufacturer narrative:
The serial number of the subject device was not provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during installation, the connecting tube had ¿broken ears¿. There was no patient involvement in this event. Patient identifiers (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6) capture related events.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is probable that due to breakage of lock lever, external stress was applied to the lock lever of connecting tube and the tube was unable to be connected. As a cause of external stress above, the user may have applied force toward incorrect direction. The following information is stated in the instructions for use (IFU): ¿9 preparation and inspection:3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to external stress applied to connecting tube which broke the lock lever and led to the tube¿s inability to be connected. The cause of the external stress is possibly related to the user applying force toward the incorrect direction. Olympus will continue to monitor field performance for this device.